Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 18.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a normal device change out when the new device connected to old lead, high hv lead impedance was observed. Review of the x-ray revealed externalized conductors. Lead was capped and replaced. There were no adverse consequences to the patient.